Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned with the advancer tip broken off, empty and with the lockout mechanism fired through. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instruments shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a laparoscopic hysterectomy. The device jammed. Another device was used to complete the case. There was no consequence to the pt. One device is being returned.